Event description:
While attempting right femoral arterial access during a cardiac catheterization, the cook 4fr micropuncture dilator broke off in pt artery. Approx 4.4cm of the catheter remained in the pt that was not able to be retrieved. Several attempts at retrieval were unsuccessful. Pt remained stable and was transferred to critical care for close monitoring. A vascular surgeon was consulted and pt was taken to surgery later the same evening for exploration of right common femoral artery and removal of retained sheath fragment and repair of artery. It should be noted that there was an extreme amount of scar tissue and inflammation in this area which appeared to be chronic, possibly from previous catheterizations. The pt tolerated the procedure well. The MFR was notified of the product failure.